Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7103308 and 7103323.

Event description:
It was reported that the patient experienced wound erosion and poor skin healing on the scalp. The patient underwent a procedure in which the deep brain stimulation (dbs) implantable pulse generator (ipg) and two leads were explanted, it was indicated that the event was not device related. The patient is doing well post operatively. The devices will not be returned as they were destroyed by the facility. Additional information was received that the patients' incision has not healed.

Event description:
It was reported that the patient experienced wound erosion and poor skin healing on the scalp. The patient underwent a procedure in which the deep brain stimulation (dbs) implantable pulse generator (ipg) and two leads were explanted, it was indicated that the event was not device related. The patient is doing well post operatively. The devices will not be returned as they were destroyed by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6).